Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with low volume consistently 2ml. The flow accuracy issue was under infusion with flow rate of 40 ml/hour and volume to be infuse (vtbi) 20 ml. The results of the flow testing was observed to be 17-18 ml. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional flow accuracy testing, the device was found to deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.